Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07756).

Event description:
It was reported that patient underwent orthopedic salvage procedure on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2015 due to a torn lcl & mcl. The tears were due to patient anatomy. During the revision surgery, while removing the femoral component of the patient's knee from the stem, the modular head in the patient's hip disengaged from the femoral stem. Due to the modular head disengaging, the surgeon had to open the patient's hip and replace the modular head. The modular head was the only product of the patient's hip to be removed and replaced. This resulted in a 1 hour delay during the procedure.